Event description:
The user charged the defibrillator and not seeing any labelling on the front panel attempted to discharge using the "internal discharge" button. R2 pads and mde cable was attached. No discharge occurred. Within 20 seconds the user realized that she must press the buttons on the cable box to discharge. The defibrillator was then successfully discharged to the pt.